Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon did not remain inflated. A successful test was performed before use but the balloon lost 5 cc within 10 hours. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection was conducted on the returned representative sample. No obvious contamination, sign of damage, degradation or design abnormality was observed. All the components appeared to be intact and in good condition. Investigation was conducted by inflating the balloon with water and left on the workbench for 20 minutes. No leakage or similar issues were noticed on the returned representative sample. In our standard operating procedure, there are several stages of visual inspection being carried out. The raw balloons are subjected to 100% visual inspection. Defective raw balloon will be culled out before sent to the next process. All foley catheters were then subjected to leak test whereby the balloons are inflated, inspected and left for 20 minutes to detect reduction in balloon size. Ln the inflated state, the balloon would reveal any irregularity or imperfection on the balloon wall that may contribute towards potential failure and this would have been pulled out from the production batch. Based on our experience, leak balloon may occur due to various reasons such as contact with sharp object or with bladder stone, over inflation or contact with contradict lubricants such as oil based antiseptic phenots or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives' compounds. However, there was no fault found and no leak was found at the balloon area of the returned representative sample. Based on the investigation conducted, no leak balloon found on the returned representative samples. In the absence of any actual sample to identify the actual root cause of this reported failure. Therefore, the complaint could not be confirmed.

Event description:
It was reported that the balloon did not remain inflated. A successful test was performed before use but the balloon lost 5 cc within 10 hours. There was no patient injury.